Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1 (email), h2, h6, h11. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the scope reprocessor. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Report 3 of 3.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.